Manufacturer narrative:
(B)(4) g2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent explantation approximately 11 years and 10 months post-implantation due to elevated metal ion levels and metallosis. During the revision, the cup was found in excessive anteversion impinging on the femoral neck of the stem leading to notching and trunnionosis. The initial stem was left intact, and all other components were revised without complications. Attempts have been made and no further information has been provided.